Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Multiple requests were made for imaging and additional information; however, images from the implant procedure were not provided. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the pvl cannot be confirmed; however may be related to a combination of procedural factors (possible valve undersizing) and patient factors (severe native valve calcification and bicuspid native aortic valve). Of note, the sapien valve is contraindicated in a congenital unicuspid or congenital bicuspid aortic valve. In addition, it was reported that there were some clots on the valve noted after explant. This could have been a contributing factor to the central regurgitation. The patient¿s co morbidities could have contributed to thrombus on the valve (i.e. Myelodysplastic syndrome, anemia, chronic kidney disease, chronic atrial fibrillation) the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 23mm sapien valve was positioned and implanted in a 60:40 ventricular position, with the non coronary cusp (ncc) side slightly more ventricular compared to the left coronary side. The final result was mild-moderate regurgitation. The medical team was happy with the results and agreed to leave the mild-moderate regurgitation untreated. The patient was transferred to the intensive care unit. Later in the day the patient became hemodynamically unstable and was hypotensive despite maximal pharmacological therapy. A bedside echo showed moderate-severe aortic insufficiency, with two jets of regurgitation, one pv jet and one central jet. The patient was brought to the or for explant of the sapien valve and a 19mm surgical heart valve was implanted. The sapien was noted to have a stuck leaflet. When the sapien valve was explanted there were some blood clots affixed to the aortic side of the leaflets. There was also an indentation on the stent where it was facing the non coronary cusp, with the resultant non functioning leaflet being the ncc. The valve was noted to be adequately positioned within the annulus. The native bicuspid valve was resected, the annulus was aggressively debrided of calcium deposits, and a 19mm surgical valve was implanted. The patient was noted to be doing well post procedure. The native aortic annular diameter was 25mmx22mm (area 447.8mm2) by CT. The native aortic valve was severely calcified and the aortic root was mildly calcified. With regards to the sapien implant, the image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as poor. The patient expired several weeks later due to a subdural bleed in the head.

Event description:
As reported by the edwards field clinical specialist, following a transapical tavr procedure the patient was brought back to the operating room to explant the 23mm sapien valve and implant a 19mm surgical heart valve. The 23mm sapien valve was positioned and implanted in a 60:40 ventricular position, with the non coronary cusp (ncc) side slightly more ventricular compared to the left coronary side. The final result was moderate paravalvular leak (pvl) that the medical team agreed to leave untreated. On the same day after the patient returned to the intensive care unit, the patient became hemodynamically unstable and was hypotensive despite maximal pharmacological therapy. A bedside echo showed severe aortic insufficiency. The patient was taken back to the operating room, the sapien valve was explanted, and a 19mm surgical valve was implanted. The patient was noted to be doing well post procedure. Per the transfer of care note, following the tavr procedure the patient became hypotensive and a bedside echo revealed three jets of regurgitation, one pv jet and two central jets. Per the surgical operative note, when the sapien valve was explanted there were some blood clots affixed to the aortic side of the leaflets. There was also an indentation on the stent where it was facing the non coronary cusp, with the resultant non functioning leaflet being the ncc. The valve was noted to be adequately position within the annulus. The native bicuspid valve was resected and the annulus was aggressively debrided of calcium deposits. The patient had severe native leaflet calcification. The patient later expired due to a subdural bleed to the head. The native annular diameter was measured 22mm x 25mm, with an area of 447.8. Findings from the surgical avr report reveal porcelain aorta, and heavily calcified native bicuspid aortic valve